Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Believed to be proximal to the fundus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. What color cartridge was being used? Black (3). What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes if so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, but returned once release button pulled. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Locked out and reverse button 3 times and then pulled another device. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 4 mths.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic sleeve gastrecotomy. On the 4th firing on the stomach, the device continued to lock out while using the black cartridge (x3) with gore seamguard. The knife started but would not go all the way. It appears the blade did not engage on to the track of the jaws. Each time the reverse button was pushed to retract the knife and device opened and was reloaded. After the third time, another device was pulled and used to complete the case. There was no adverse consequence to the patient.